Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter powers off during use (possibly due to having a blood glucose result of "56.8 mmol/l"). The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3-4x daily and his results usually read around "5-7 mmol/l." The patient manages his diabetes with janumet pills (1000 mg). The alleged issue began about 1 ½ months prior to contacting lfs. The patient denied making changes to his usual management routine. After the start of the alleged issue, the patient claimed he felt symptoms of weak and confused. The patient took tylenol as treatment. The patient confirmed testing with another meter and obtained a result of "5.5 or 5.6 mmol/l." Around that time, the patient also went to the hospital; however, results obtained with the hospital meter were not provided. No additional treatment was specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "weak and confused" does not meet lifescan's criteria for a serious injury. The patient also confirmed testing with another meter and his results were not suggestive of a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.